Event description:
It was reported that the patient was brought to the hospital due to uncontrollable twitches. It was not confirmed if the twitching was device related. No further information has been obtained despite good faith efforts.